Manufacturer narrative:
Follow-up information received on 27-aug-2015: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, physician noted the left insert contained an extra piece of metal. This event, regarded as device breakage, is listed (anticipated) according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. In this case, the batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 18-may-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception (lot number c38209). No pregnancy was reported. Physician stated that, during the essure insertion procedure, the left insert contained an extra piece of metal and the device did not deploy properly. He had to work hard to remove the piece of metal. There were 3 trailing coils outside the left os. Product technical complaint analysis was received on 11-jun-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c38209 (production date 19-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and deployment difficulty is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue and a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, physician noted the left insert contained an extra piece of metal. This event, regarded as device breakage, is listed (anticipated) according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.